Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menometrorrhagia ("menometrorrhagia"), fatigue ("fatigue"), arthralgia ("arthralgia") and pain ("pain"). The patient was treated with surgery (bilateral salpingectomy for the removal of the implants). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menometrorrhagia, fatigue, arthralgia and pain outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, pain and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2021: on the left at the isthmic level and on the right at the level of the proximal portion of the fallopian tube just before its penetration into the myometrium. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menometrorrhagia ("menometrorrhagia"), fatigue ("fatigue"), arthralgia ("arthralgia") and pain ("pain"). The patient was treated with surgery (bilateral salpingectomy for the removal of the implants). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menometrorrhagia, fatigue, arthralgia and pain outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, pain and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2021: on the left at the isthmic level and on the right at the level of the proximal portion of the fallopian tube just before its penetration into the myometrium. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 43-year-old female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menometrorrhagia ("menometrorrhagia"), fatigue ("fatigue") and arthralgia ("arthralgia"). The patient was treated with surgery (bilateral salpingectomy for the removal of the implants). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menometrorrhagia, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2021: on the left at the isthmic level and on the right at the level of the proximal portion of the fallopian tube just before its penetration into the myometrium. Batch no c26962 production date 2014-02-26 expiration date 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of product technical complaint (ptc) on 9-mar-2022: ha number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.